Event description:
During the procedure the shaft of this device split. The device "cracked by the hub". The device was removed and replaced. The pt is reported as fine and the device is being returned for analysis.